Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, fold creases, wear abrasion, and white biological tissue on the shell. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: - no openings were observed on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange from textured to smooth implants due to the patient's concern with the product.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.